Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a chronic catheter placement procedure, the line was allegedly budged and allegedly obstructed. Reportedly there was allegedly no blood return. Line was replaced. There was no reported patient injury.

Event description:
It was reported that sometimes post a chronic catheter placement procedure, the line was allegedly budged and allegedly obstructed. Reportedly, there was allegedly no blood return. Furthermore, the line was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7fr hickman d/l catheter in two segments was returned for evaluation and one video was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the catheter. A complete circumferential break was noted on the proximal end of the distal catheter segment returned. Upon infusion, ballooning was observed on the extension leg, proximal to the hub. A longitudinal split was made throughout the extension leg for further investigation. The inner lumen was found to be fractured in two segments. Therefore, the investigation is confirmed for the reported stretched, material protrusion and the identified fracture, material separation issues. However, it is inconclusive for obstruction of flow and suction issue as the provided evidence do not suffice the reported event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.